Event description:
It was reported that the safety mechanism of bd nexiva¿ closed IV cannula system was stuck at hub and will not disengage from catheter. The following information was provided by the initial reporter: nexiva's needle unable to come out from the hub.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph and video submitted for evaluation. Bd reviewed the video, in which provided sufficient evidence to confirm the reported defect of needle disengagement failure. This failure can originate if the clinician holds on to the push tab or bends the needle during the needle disengagement step. This is not very likely as the video shows the clinician to be following the correct technique. The needle shows bent which was most likely due to the excessive force applied to remove the needle. This failure can also originate during multiple manufacturing steps such as adhesive dispense, increased system drag due to gripper or component alignment, or out of specification components. In the absence of physical sample, no further investigation can be performed to isolate a single manufacturing related root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the safety mechanism of bd nexiva¿ closed IV cannula system was stuck at hub and will not disengage from catheter. The following information was provided by the initial reporter: nexiva's needle unable to come out from the hub.